Event description:
Event description guidant received information that this right ventricular endocardial lead was difficult to place due to the patient's anatomy. The following day, muscle stimulation was noted, requiring an attempted replacement procedure.